Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the elevator broke while elevating/extracting tooth #3. The fractured piece was removed from the patient's mouth. There was no surgical delay as a back up instrument was used to complete the procedure.

Manufacturer narrative:
One elevator #301 was returned without the original packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The complaint was verified as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. The instructions for use for this product states in the section titled warnings and precautions, ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ the non-conformance database was reviewed and there was not a non-conformance found. There are no indications of manufacturing defects.